Event description:
During a coronary stenting procedure, the hub of the catheter broke while connnecting to indeflator. There was no reported patient injury. Per the user facility, no add'l info is available regarding this event. The product was not used in the patient and has been returned to cordis for analysis, the results of which are pending.